Manufacturer narrative:
Patient information is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a 1.1mm threaded guide wire 150mm broke off in the joint ball while fixing a capitulum fracture of the distal humerus. The broken piece of guide wire was suctioned out. No fragments were left in the patient. Three additional x-rays were required. The procedure was completed successfully with a surgical delay of 5 minutes. The patient outcome was reported as stable. This report is for a 1.1mm threaded guide wire 150mm. This is report 1 of 1 for (B)(4).